Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that aspiration failure occurred at ultrasound during cataract surgery with intraocular lens implant. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened phacoemulsification tip in a bag was received for the report. The returned sample was visually inspected and was found to be conforming. The sample was functionally tested with an occlusion flow check and was found to be non-conforming; the water flow was dripping and a small piece of foreign material was extracted from the phacoemulsification tip onto the filter paper. A second occlusion flow check was performed once the foreign material was extracted and was found to be conforming. The piece of foreign material was sent to the particle lab for analysis and the foreign material was isolated and analyzed using micro fourier transform infrared spectroscopy (ft-ir). The comparison of the particle finds the best match to the antifoaming agent which is silicone rubber. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the foreign material in the phacoemulsification tip for the report of aspiration issues occurred during ultrasound mode. The particle analysis indicates the best match to be antifoaming agent, which is a silicon rubber. Antifoaming agent is not part of a phacoemulsification tip and it is also not associated with the phacoemulsification tip manufacturing process. The foreign material identified as a silicone rubber is consistent with infusion sleeve material. The root cause is the placement of the silicone sleeve on the phacoemulsification tip. The phacoemulsification tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully by the customer. No specific action with regard to this complaint was taken because the foreign material presence was identified as a material handling issue and not a manufacturing concern. The silicone infusion sleeve is a separate item that is present within the package that must be installed by the customer. The directions for use provides instruction for the placement of the infusion sleeve onto the phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.